Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0v67z, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Patient code (B)(4) pertains to ipg ((B)(4)) patient code (B)(4) pertains to tined lead ((B)(4) ) device code (B)(4) pertains to both ipg ((B)(4) ) and tined lead ((B)(4)) evaluation code pertains to both ipg ((B)(4)) and tined lead ((B)(4)).

Event description:
A manufacturer representative reported that there was a patient presented to surgeon with impedance. The hcp ran impedance check and reported impedance. The patient denies falling or hitting implant. There was no symptom control over a short period of time. It was reported that all implants were explanted on (B)(6) 2016 and reimplant scheduled for (B)(6) 2016. The manufacturer reported the issue was resolved at the time of this report. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.